Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual inspection found that biointrafix 7-9mmx30mm tprscr was broken at the distal part. Not all the broken fragments were returned. The anchor had foreign matter, presumably biological matter. A review of the batch manufacturing records was conducted on finished lot number 203l421: and no related non-conformances were identified. The overall complaint was confirmed as the observed condition of the biointrafix 7-9mmx30mm tprscr would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure; resistance may have been felt when the device was being inserted and the excessive force applied caused the anchor to break. As per IFU, insert hex driver into tapered screw to a fully seated position. Failure to engage screw completely may result in damage to tapered screw during implantation. Failure to insert the screw along the tunnel axis may result in device damage. Guidewire use is recommended, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the product has not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that biointrafix 7-9mmx30mm tprscr had the anchor broken at the distal end of the device, the broken piece was missing. The anchor had foreign matter at the broken part. A review of the batch manufacturing records was conducted on finished lot number 203l421: and no related non-conformances were identified. The overall complaint was confirmed as the observed condition of the biointrafix 7-9mmx30mm tprscr would contribute to the complained device issue. ¿ based on the investigation findings, the potential cause is traced to a procedural variable, such handling of the device or product interaction during procedure; resistance may have been felt when the device was being inserted and the excessive force applied caused the anchor to break. As per IFU, failure to insert the screw along the tunnel axis may result in device damage. Guidewire use is recommended, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an arthroscopic rotator cuff repair procedure, it was observed that the biointrafix 7-9mmx30mm tprscr device broke upon insertion then all the broken pieces were removed from the patient. Another like device was used to complete the procedure. There was patient involvement. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation.